Event description:
It was reported that patient presented in clinic for routine follow-up. It was found that patient's implantable cardioverter defibrillator was not able to interrogated and was displaying error message. The device was reprogrammed. There were no patient consequences.

Manufacturer narrative:
The reported events of error message and interrogation problem were confirmed. Based on the provided information, the programmer application crashed due to the an out of range diagnostic value. It was determined that this was caused by a firmware memory corruption.